Event description:
During a kit inspection, the sales representative reported that the polyaxial open screwdriver was noted to have a bent tip. The malfunction has been associated with an adverse event with a similar device in the past. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. There was no surgical involvement. Evaluation is pending upon completed investigation of the product.